Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. The lab analysis noted there was no leakage of the access port. Analysis showed band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) to be brittle, separated, and broken. Device labeling addresses the possible outcome of a leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port.

Event description:
Disconnection of catheter.